Event description:
It was reported that lead implant was attempted but not implanted due to helix malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis where it was discovered that the helix was disengaged from helical channel. Blood noted on distal conductor and helix mechanism.